Manufacturer narrative:
Date of report: 17dec2018. Date of manufacturer: 14dec2018. Additional information was received that the customer replaced the solenoid to address the reported issue and the unit has been returned to use.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 11dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated a proximal pressure sensor autozero failed error code. No patient harm reported. The event date was not specified; estimate used.